Event description:
The customer reported via phone call that they received a lost sensor alert with their sensor. Customer's blood glucose was 498 mg/dl. The customer stated they treated their blood glucose with the insulin pump. Customer also reported their sensor was bent upon removal from their body. The customer was advised to change the sensor. The customer agreed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed the sensor initialization test, and the sensor failed to confirm the communication icon was displayed and the transmitter was not flashing while connected to the sensor. Checked the lab transmitter for proper use and operation, and the transmitter passed per specifications. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.